Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: jama surg. 2025 sep 1;160(9):984-991. Https://doi.org/10.1001/jamasurg.2025.2502 pmid: 40737009; pmcid: pmc12311824.

Event description:
Title: reoperation for chronic postoperative inguinal pain. The aim of this study is to evaluate causes of refractory chronic postoperative inguinal pain and review the operative approaches used to treat 818 patients who experience it. Bilayer prolene or ultrapro hernia system (eth) had been used in patients¿ prior inguinal hernia repairs. Reported complications: bilayer prolene or ultrapro hernia system (eth) surgical site infection (n=?) Treatment: not reported urinary retention (n=?) Treatment: not reported bladder injury (n=?) Treatment: not reported iliofemoral vascular injury (n=?) Treatment: not reported ischemic orchitis (n=?) Treatment: not reported deep vein thrombosis (n=?) Treatment: not reported bleeding (n=?) Treatment: not reported seroma (n=?) Treatment: not reported hematoma (n=?) Treatment: not reported deafferentation hypersensitivity (=?) Treatment: not reported. In conclusion, chronic postoperative inguinal pain is a common, debilitating complication of inguinal hernia repair. Remedial surgery is complex, but tailored surgical approaches that consider neurectomy, mesh excision, and recurrent inguinal hernia repair can be safe and effective in experienced centers.